Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. The cause of the low bg was due to the customer not charging the pump¿s battery and the battery died. The customer drank a coke to address bg. Tandem technical support (cts) educated the customer on best battery practice tips. No additional patient or event information was available.